Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), which also appeared stretched. Blood/body fluid was found on the outer tubing overlay, and the outer tubing was torn. The lead exhibited apparent explant damage.

Event description:
It was reported that the patient arrived at the hospital with pectoralis twitching. The twitching was only present when the lv (left ventricular) stimulation was switched on. The lv lead's impedance was very low. It was noted that after preparation, the physician could see that the insulation of the lead was defective. The lead was explanted and replaced. No patient complications have been reported as a result of this event.